Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly lost contact with the battery and was restarting itself. It was noted that display remained black and there was also a ticking sound. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/ 2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2015 with the following findings: a review of the black box revealed multiple unexpected por events on 07/04/2015. The battery cap was not returned; therefore, a test battery cap was used during investigation. There was no damage found to the battery compartment. The ¿ez-prime¿ steps were performed correctly, no power interruptions or any errors, alarms or warnings occurred during the investigation. The pump¿s cover was removed; moisture corrosion was found to the power pcb and to the cgm module. The reported ¿intermittent power¿ complaint was not duplicated during investigation.